Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the skyline spring clip driver (part #: 286830300, lot # gm3909201) was received at us cq. Upon visual inspection, the spring clip self-retaining driver, driver tip, prius acp of the device has broken off and was not returned with the remainder of the device. Scratches were also observed all over the device. Dimensional inspection: drawing: dwg-2868-30-001 rev b specified dimensions: shaft od = 5.05 +/- 0.15mm measured dimensions: shaft od = 5.051mm, conforming device used ¿ hand micrometer om147p document/specification review: dwg-2868-30-300 rev d (current) and rev c (manufactured) were reviewed. Dwg-2868-30-002 rev b (current and manufactured) was reviewed dwg-2868-30-001 rev b (current and manufactured) was reviewed no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm3909201 was released in batches. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the skyline spring clip drive broke. No fragments were generated. There was no surgical or patient impact. There is no further information available. This report is for one (1) skyline spring clip driver. This is report 1 of 1 for (B)(4).